Event description:
Patient rep reported that patient wasn't feeling well last night. They had thought that they were charging their implant when they really weren't so the implanted battery depleted, therapy shut off, and patient had a return of symptoms. Patient had not been able to charge their implant back up because the recharging equipment wasn't working properly. Patient said that the desktop charger cord was frayed and the recharger wouldn't power on at all when the desktop charger (dtc) was plugged into it. Patient rep requested replacement recharger and dtc. Patient ended up go to the ER last night because their tremors were so out of control and was given sedatives to be able to sleep. Patient services emailed repair to replace recharger and dtc. Patient has appointment with provider tomorrow and would ask them to charge the implant and turn therapy back on.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name restore; product ID 37751 (serial: (B)(6)); product type: 0213-recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.